Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during and un-specified procedure, the 2.75 x 38 mm xience xpedition stent delivery system (sds) was advanced without issue, but before the sds exited the guiding catheter, blood was observed coming into the indeflator. The sds was removed without issue, and a tear was observed in the shaft, near the guide wire port. The outer member was detached at the midlap seal; however, the inner member was still intact. A new xience xpedition sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.